Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation the patient had 2 lesions, one is 36mm on s8 and the other is 10mm on s6 was ablated twice. (1 min with 45w, 60w, 75w, 10 min with 100w) the antenna was removed after that. When the dr. Checked the antenna, the tip seemed to be soft but it was backed to the original position by hand. The 2nd site was ablated for 1min 45w, 30min 75w and 1 min with 75w but bubble was not generated. After that, when it was ablated for 1min 15 second with 75w, water started to leak from needling site so they stopped the generator and pumped. According to dr¿s instruction, ablation procedure was performed again with 40 w but without using pump and stopped when an error occurred. The antenna was removed after that and the coating of glass fiber was discovered peeled off over 7cm from the ceramic tip. Unclean water reflux was remained inside the patient's body. The dr. Flow out the water by needling through puncture route. The patient was scheduled for echo on (B)(6) for further evaluation.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification. Visual inspection of the picture found the antenna shaft was broken and the tip separated from the shaft. It was reported that the antenna broke. The reported condition was confirmed. The investigation of the picture found the tip of the needle was missing. This break is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, to use sterile saline. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the device found the antenna shaft was broken and part separated from the shaft. The separated part was returned. The investigation of the device found part off the needle was missing. This break is consistent with the user exceeding the shaft bend radius limit. The device was shown to engineering. Engineering stated the damage to the antenna was due to exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not attempt to bend or reshape the antennas. Product damage and /or malfunction may result. Do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation the patient had 2 lesions, one is 36mm on s8 and the other is 10mm on s6 was ablated twice. (1 min with 45w, 60w, 75w, 10 min with 100w) the antenna was removed laparoscopically after that. When the dr. Checked the antenna, the tip seemed to be soft but it was backed to the original position by hand. The 2nd site was ablated for 1min 45w, 30min 75w and 1 min with 75w but bubble was not generated. After that, when it was ablated for 1min 15 second with75w, water started to leak from needling site so they stopped the generator and pumped. According to doctor¿s instruction, ablation procedure was performed again with 40 w but without using pump and stopped when an error occurred. The antenna was removed after that and the coating of glass fiber was discovered peeled off over 7cm from the ceramic tip. Unclean water reflux was remained inside the patient's body. The dr. Flow out the water by needling through puncture route. The patient was scheduled for echo on (B)(6) for further evaluation.